Manufacturer narrative:
A ge service representative performed an on site investigation. All connections were made secure. The failure could not be duplicated once the camera was reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 stopped fluoroing after ten mins of use during a procedure. A replacement was brought in and the procedure completed without further incident. There was no adverse pt involvement reported. There was no pt information reported.